Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Event occurred during procedure. "Previous aseptic and antiseptic, it is practiced a right front hole until break the neuro tip, the catheter was calibrated, then enters and it didn't show any number, it was calibrated again and didn't show anything. A new catheter was calibrated, then it was introduced and the initial pic show: 10 mmhg. The second catheter worked well, with good results in patient, it shows good response to surgical treatment with good evacuation of the hematoma, the hematoma is discharged the hematoma at 6 days after the procedure, on (B)(6)." On (B)(6) 2015: per affiliate: was there a delay in surgery over 30 minutes? Yes, the surgery had a delay over 30 minutes is there a serial or lot number you can provide? We don't have this information.